Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that patient presented in hospital after receiving a vibratory alert for lead noise. Decreased sensing and increased capture threshold were also observed. The lead was explanted and replaced.